Manufacturer narrative:
Block b3: exact date unknown, event occurred early last year. Block d6b: explant date: 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: scs-linear leads. Model: sc-2218-70. Serial: (B)(6). Batch: 5054986 / 7026695.

Event description:
It was reported that the patient developed an allergy to the metal in the spinal cord stimulator (scs) device. The physician decided to remove the ipg and leads as the patient would become septic.